Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion alarm twice. Per reporter the first time it happened was 5 minutes after starting, then again 10 minutes after re-starting. The drug being infused was blinatumumab. The device programmed volume to be infused was 111 ml, programmed rate: 0.6 ml/hour and the length of infusion was 7 days. The volume delivered: 0.1 ml and volume remaining: 110.9 ml. There were many alarms and error was not resolved. Pump started to beep and was returned to department. This event occurred at the clinic and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: no device was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.